Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to a motor with excessive axial play. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 172 mg/dl at the time of the incident. Customer stated that she was just changing the reservoir. Customer tried to press esc to clear and it came up again. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir.